Manufacturer narrative:
Additional information provided by the hospital medical records indicated during a routine follow up to the cardiologist the patient reported a 20lbs weight gain and shortness of breath. Tte taken revealed a decreased ventricular systolic function with an ef 45% (decreased from 56% the year prior), moderate periprosthetic regurgitation, severe calcific mitral valve regurgitation, and pulmonary. The patient was admitted to the hospital for heart failure with severe mitral valve regurgitation and end stage renal failure on peritoneal dialysis. While at the hospital the decision was made to perform surgical valve replacement surgery in order to address his severe periprosthetic aortic insufficiency, mitral regurgitation and coronary artery disease. The 26mm sapien 3 valve was removed from the aortic position and replaced with a 21mm mechanical valve, the native mitral valve was removed and replaced with a 29mm valve and coronary artery bypass graft to the left internal mammary artery to the left anterior descending. Post procedure the patient demonstrated left sided flaccid paralysis. Pod4 CT confirmed stroke. Pod10 the patient had an aspiration event and a bronchoscopy was performed. Pod11 the patient then required increased inotropic support likely due to sirs from the aspiration event. The patient remained in continuous atrial fibrillation and laboratory results demonstrated lactic acidosis. CT of chest showed interval occlusion of the sma, however, surgical intervention was not possible due to his peripheral artery disease. The patient¿s family requested to make the patient a dnr. Per the family¿s request, the patient was extubated, dialysis was stopped, inotropes were withdrawn and the patient expired. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl cannot be confirmed but may be related to progression of disease. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the implant patient registry, approximately 14 months post tavr procedure, the 26mm sapien 3 valve was explanted.